Event description:
The hosp reported a pt was perforated during a procedure. The procedure was aborted and the pt immediately underwent an operation to repair the perforation. The pt had a colostomy and will require a second procedure. The pt is expected to make a full recovery.